Manufacturer narrative:
The manufacturer's service rep performed an onsite investigation. The service rep cleaned the memory card connectors. The system was tested and is operating as intended.

Event description:
The customer reported that the monitors on the stenoscop system will intermittently go black. No pt injury was reported.